Event description:
During screening and later during ICD change-out, for normal eri, externalized conductors were observed via fluoroscopy. Electrical anomalies were noted. Patient was asymptomatic. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.